Event description:
It was reported that the tip of the driver instrument broke while tightening the crosslink setscrews. The surgeon was able to retrieve the fractured piece. No patient complications were reported

Manufacturer narrative:
Device has not been returned to the manufacturer; therefore, product evaluation is not possible. Unable to determine cause of the event.